Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 80 ohms. The analysis of the provided iegm episodes from (B)(6) 2024 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock delivery in episode no. 96. The available x-ray image did not provide any indication regarding the root cause of the clinical observation. Based on the available information, the integrity of the lead cannot be assured. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate therapies due to oversensing. The patient was hospitalized and a lead revision is planned. Should additional information be received, this file will be updated.